Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient experienced progressive hypotension that led to pulseless electrical activity, suspected to be a result of a device leaflet dysfunction due to incomplete frame expansion during valve deployment. Cardiopulmonary resuscitation (CPR) was initiated, an intra-aortic balloon pump was placed, a balloon aortic valvuloplasty (bav) was performed, and medications were prescribed, which stabilized the patient. The patient subsequently became hypotensive, due to a pericardial effusion that resulted from a cardiac perforation/tamponade. The physician indicated that the perforation/tamponade occurred during the bav. CPR was once again initiated and blood products were infused; a pericardiocentesis was performed to drain serosanguinous fluid, stabilizing the patient¿s blood pressure. An aortogram revealed that the valve migrated into the sinus of valsalva (sov). A snare was used to pull the valve further into the ascending aorta, where the valve was left deployed as the implant of a second valve was unsuccessfully attempted. The two valves subsequently were explanted when the patient was converted to open heart surgery and another manufacturer¿s device was implanted.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pulseless electrical activity (pea) is a serious arrhythmia that is typically associated with myocardial infarctions or poor ventricular function. There is no information to suggest a direct relationship between the pea and the subject device. Pericardial effusion and cardiac tamponade are known effects that can occur after cardiac procedures. In this case, it is possible that the reported cardiac perforation post balloon aortic valvuloplasty (bav) may have caused or contributed to this event. Potential factors that can influence a migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and a number of others. In this case, it is possible that the bav performed post implant may have caused or contributed to this event. However, a definitive root cause of the clinical observations cannot be determined with the information available. Patient age was received and has been added to this report.

Manufacturer narrative:
Device return has been requested. A separate report has been filed on the second device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that this event is a duplicate report to FDA report 2025587-2014-01043.